Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) on 10/20/2014 for investigation. Investigation results as follows: visual inspection was performed and no damages were observed. The platform was functionally tested and the reported user advisory (ua) 16 (timeout moving to take-up position) and ua 17 (max motor on time exceeded during active operation) were duplicated. The cause for both ua's was determined to be a motor drive train that was not functioning properly. It should also be noted that during functional testing, a "system error" was observed and attributed to a system processor board that was not functioning properly. A review of the platform's archive confirmed the ua 16 occurring on the reported event date of (B)(6) 2014. There were no ua 17 codes observed on the reported event, however multiple ua 17 codes were observed on other dates. Also observed on the reported event date were ua 2 (compression tracking error), ua 28 (loss of clutch connectivity), ua 29 (loss of brake connectivity), and ua 45 (not at "home" position after power-on/restart). There were no issues identified with the platform that could have caused or contributed to the observed ua 2. Based on evaluation, this code likely occurred as a result of the mannequin being misaligned on the platform or as a result of the lifeband being opened. The observed ua 28 and ua 29 can be caused by defective clutch and/or brake cabling respectively or a power distribution pca not functioning properly. However, there were no such issues identified with the platform during evaluation. Based on the evaluation, a cause for the ua 28 and ua 29 could not be determined. Based on archive data, the observed ua 45 code was caused by the lifeband straps not being pulled completely up prior to turning the device on. Based on the investigation, the parts identified for replacement were the motor drive train and system processor board in order to remedy the complaint. In summary, the reported complaint of the platform displaying ua 16 and ua 17 codes was confirmed during functional testing as well as platform archive review. Both ua codes were attributed to a motor drivetrain that was not functioning properly. A "system error" message was observed during testing which was attributed to a system processor board that was not functioning properly. Both the motor drive train and system processor board were replaced to remedy these issues. Unrelated to the reported complaint, ua 2, ua 28, ua29 and ua 45 were also observed on the reported event date of (B)(6) 2014. The ua 2 likely occurred as a result of the mannequin being misaligned on the platform or the lifeband being opened. The ua 45 was due to the lifeband straps not being pulled completely up prior to turning the device on. Based on full evaluation, the causes for the ua 28 and ua 29 codes could not be determined. Following service, the device passed all test criteria.

Event description:
It was reported that during training with a mannequin, the autopulse platform displayed user advisory (ua) 16 (timeout moving to take-up position) and ua 17 (max motor on time exceeded during active operation) messages. No patient involvement was reported. No further information was provided.